Event description:
It was reported that a trained physician successfully achieved arteriotomy closure with a perclose proglide. Approx 3 months later, the pt experienced left groin discomfort and redness. An angiogram was performed; however, the results were not provided. The pt was tested with antibiotics and an unspecified procedure was performed in 2007. Multiple attempts to obtain further info have been unsuccessful. No add'l info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.